Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this greenlight moxy fiber optic underwent a thorough analysis. The fiber was visually examined and functionally tested. No bends or kinks were found on the fiber body. However, it was noticed that the glass cap was detached, and the metal cap exhibited severe charred detritus adhesion. Based on the information available and analysis results, the reported complaint for fiber bent/kinked could not be confirmed but the glass cap issue may have caused or contributed to the reported fiber performance observations.

Event description:
It was reported that the laser fiber was twisted in the sheath and was flashing when in use. The procedure was successfully completed using a new fiber. There were no patient complications reported. The fiber was returned and product analysis found that the glass cap was detached.